Event description:
Clave on prepared tubing from ICU medical was not secure and trained air into line. Apparently, this has happened three other times in the past month. The reference number for the tubing is b33381.